Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer received an erroneous low result for one patient sample tested for the elecsys hcg + beta test system (hcgb) on an e411 analyzer. The sample was pipetted into an aliquot tube from the original tube and initially resulted as 3.38 iu/l on (B)(6) 2016. The 3.38 iu/l result was reported outside of the laboratory. The physician questioned the result because the ultrasound finding was not correlating with the blood result. The original tube of the sample was repeated on (B)(6) 2016, resulting as 10000> iu/l accompanied by a data flag. The sample in the original tube was then diluted times 100 and repeated on (B)(6) 2016, resulting as 43179 iu/l accompanied by a data flag. The aliquot tube of the sample was also repeated on (B)(6) 2016, resulting as 10000> iu/l accompanied by a data flag. The sample in the aliquot tube was then diluted times 100 and repeated on (B)(6) 2016, resulting as 43451 iu/l accompanied by a data flag. A corrected report was issued with the value of 43451 iu/l. The patient was not adversely affected. The hcgb reagent lot number was 187428. The reagent expiration date was asked for, but not provided. The field service engineer ran performance testing. A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. Investigations determined that no quality controls were performed on the day of the event. There was no indication of an issue upon review of the calibration results. It was noted that tube adapters were not in use during the time of the event and without use of these, there is potential for sample tubes to not be straight within the sample disk causing pipetting issues.